Event description:
It was reported that after shutting off, the infusion device displayed e8 (power interrupt). The buttons on the infusion device was only functioning intermittently, making it difficult to clear the e8 message. The patient changed the battery in the device and the time and date settings in the device were not retained. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.